Event description:
It was reported that when stimulation was turned on, there was no stimulation sensation. The symptoms occurred following a fall down the stairs. A car accident also occurred after the fall. The patient had lost stimulation in their right foot. Impedance measurements of >10000 ohms and >40000 ohms were reported. 0,1 678, 0.2 26513, 0,3 825, 0,4 839, 0, 5 >40,000, 0,6 748, 0,7 815. The patient was using 2 and 5 but after the device was reprogrammed to 6+, 7- the patient was not feeling stimulation. Coverage was not optimal but provided some relief. The patient was scheduled for an x-ray of leads to determine if leads had moved. The patient did not want additional surgery.

Manufacturer narrative:
(B)(4).